Event description:
Device which is part of current field action did not pass initial testing.

Manufacturer narrative:
(B)(4). Device eval pending. Initial report is being submitted as potential malfunction is within population for z-0483/88-2011.